Event description:
A malfunction alarm, specifically code malf 9, was reported. There was no adverse impact to the customer's blood glucose level. Customers followed instructions from technical support to reset the pump, which resolved the issue, and no recurrence of the malfunction was reported. The customer was advised to continue using the pump and to call back if any future issues occurred.